Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre balloon was intended for use in treating a stricture during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, holes were noted in the balloon. The procedure was completed using an alternative device. No patient complications were reported as a result of this event. Note: no further information has been obtained despite good faith efforts.